Event description:
Customer reported that set from sicu was noted, upon priming, to have a hole in the tubing. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event): sometime near the end of january.